Event description:
The account stated that upon review of commander fpc records observed barcode misreads with commander fpc when pipetting hiv 1/2 eia, htlv-I/ii eia and hcv 2.0 eia assays. There were a total of 8 barcode misreads between two commander fpc serial of 8 barcode misreads between two commander fpc. This report is for barcode misread #1, where barcode reads in 2007. The same barcode ID was also processed on the prism analyzer with correct barcode identification. No specific patient info is available. The account recognized the incorrect barcode ID prior to results being reported. No incorrect results were reported outside of the laboratory. No impact to pt management was reported. Service was requested for the commander fpc.

Manufacturer narrative:
(Evaluation of service text from complaint. The field service engineer performed routine cleaning, calibrating, and adjustment procedures for the barcode reader.) A review was performed of the complaint test and service history for the commander fpc. Field service performed routine maintenance procedures for cleaning, calibrating and adjusting the barcode reader. The abbott commander flexible pipetting center operations manual, list number 6a97-27, section 10, troubleshooting and diagnostics, troubleshooting, a bar code has been misread section: contains information about troubleshooting a misread bar code. This is a final report.